Event description:
It was reported that back up battery fault advisory alarm observed. Cleaning the equipment did not resolve the event. The equipment was exchanged, and patient was monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that back up battery fault advisory alarm observed. Cleaning the equipment did not resolve the event. The equipment was exchanged, and patient was monitored.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarm was confirmed via log file analysis. The reported screen issue was confirmed via product testing. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review spanning approximately 6 days (15jan2022 ¿ 20jan2022, 11feb2022 per timestamp). Events occurring on 11feb2022 are from product testing. On 17jan2022 at 17:14:38 ¿ 18jan2022 at 06:09:11, 18jan2022 at 09:00:36 - 17:07:32 backup battery fault alarms due to a failed load test were activated. This alarm remained active until the backup battery was replaced on 18jan2022 at 17:07:35. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold when being compared to the unloaded voltage there were no other notable alarms in the log file. Pump operation was not affected. During product testing the system controller was not able to pass a self test check during preliminary testing due to the screen being stuck on the charging menu during a self test. During functional testing, the system controller screen turned blank and was not operating with the user interface buttons. When forwarded to further testing, the issue was briefly reproduced; however, the system controller was able to operate a pump without issue. The system controller was opened and the internal ribbon cable was reseated to allow for a better connection. Although the connection was minimally unseated, reconnecting the ribbon cable resolved the reported event. The reported backup battery faults were not reproduced. The root cause of the reported lcd issues was determined to be from a loose ribbon cable connection. The root cause of the loose connection was unable to be determined. The root cause of the reported backup battery faults was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a backup battery fault advisory alarm occurred and the backup battery was exchanged but the issue continued with the lcd screen in the primary controller going blank when the display button was pressed and the controller was exchanged.